Manufacturer narrative:
The service evaluation found there was a temporary loss of image which was determined to be due to faulty circuitry or shielding. Additionally, the bending section cover glue is chipped. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that the endoeye flex deflectable videoscope was returned for a service/repair request for a reported ¿image defect¿. The details of the image defect were not specified. However, upon inspection and testing, a no image (reportable) malfunction was found. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the defect of the image sensor unit or failure of the internal board of the video connector and/or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation found there was a temporary loss of image which was determined to be due to faulty circuitry or shielding. Additionally, the bending section cover glue is chipped. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that the endoeye flex deflectable videoscope was returned for a service/repair request for a reported ¿image defect¿. The details of the image defect were not specified. However, upon inspection and testing, a no image (reportable) malfunction was found. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.